Event description:
Procedure: sleeve gastrectomy. According to the reporter: 2 x 60mm purple attached to idrive. Fired then both stopped mid way. The blade was able to retract back using the buttons. Pt ok. A manual endo gia handle was used. No adverse effects to the pt. Delay in collection resulted in the delay in processing. Requested the rep email the reports through.

Manufacturer narrative:
(B)(4).